Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with missing reservoir retainer and cracked case along the side of the battery tube. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. The customer stated that the reservoir did locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.